Event description:
It was reported that patient had trouble with wound healing after implant which has caused an infection. The patient underwent an explant procedure. All device components were removed. Additional information was received that the explanted device components were not returned.

Event description:
It was reported that patient had trouble with wound healing after implant which has caused an infection. The patient underwent an explant procedure. All device components were removed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).